Event description:
Patient underwent an elective system removal procedure on (B)(6) 2025 due to lack of efficacy. During dissection at the time of explant, a blood vessel was inadvertently nicked, resulting in bleeding. The surgeon identified the source of bleeding and achieved hemostasis using suture ligation. This resolved the issue.